Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a low blood glucose reading 30 mg/dl. The blood glucose had also run high that day, to 237 mg/dl. The customer declined troubleshooting for these issues.